Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) was elevated with high ketones; however, the exact bg value was not provided. Customer did not address bg and refused to resume insulin delivery. Reportedly, customer did not have alternate insulin therapy.